Event description:
It was reported that data set received as part of clinical study. Line data notes per. Stem and head were revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. The unknown head was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.